Event description:
The user facility reported the monitor to their Vividimage 4K Surgical Display was not displaying images. Report of procedure delay. No report of injury.

Manufacturer narrative:
A STERIS Service Technician arrived onsite following the reported event to inspect the Vividimage 4K Surgical Display and found that the cable needed to be replaced. To resolve the issue the Technician replaced the cable, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.